Manufacturer narrative:
The device was not returned to olympus. Since the equipment in question was manufactured more than 15 years ago, the device history record could not be verified. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had no image. The issue occurred during preparation for use before a diagnostic cystoscopy procedure and was completed using a similar device. There were no reports of patient harm associated with the event.